Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set separated from the y-connector. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 19, 2015 to october 20, 2015. The device was not returned for evaluation; however, the lot number of the device was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.